Manufacturer narrative:
(B)(4). Method: seventeen complaint rt380 adult evaqua2 breathing circuits were returned to fisher & paykel healthcare in new zealand for investigation and were visually inspected. Results: visual inspection of the returned breathing circuits revealed that the tubing was degraded. The degraded areas are located either at the top or at the bottom of the packaging bag. Conclusion: based on the previous investigation, degradation of the breathing circuits can be due to a number of reasons, including the contact with chemicals or possible exposure to uv light for a longer period of time. We are unable to determine what caused the degradation of the complaint circuits, however, based on the investigation results, it is most likely due to the excessive uv light exposure. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subjective breathing circuits would have met the specification at the time of production. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit was found to be damaged and leaking after 2 days of patient use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint device was recently received at fisher & paykel healthcare (f&p) (B)(4) for evaluation to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit was found to be damaged and leaking after 2 days of patient use. There was no reported patient consequences.